Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm and cartridge alarm (alarm 01) occurred. A supply change was performed resolving the alarms. Customer's blood glucose level was 100 mg/dl.